Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device v1 lead was not showing in the 12 lead ECG. The patient involved was reported to not have experienced harm or adverse patient impact.